Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the emitter for the navigation system was found to be physically damaged. The emitter and electromagnetic interface unit were replaced . The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9660651, product ID: 9731203r. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the emitter displayed a fault stating "no connection" when connected to the navigation system. There was no patient present when this issue was identified.